Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, and fluids. A leak test was performed and an opening on posterior side was found . A microscopic analysis was performed which identified a sharp crease opening on posterior side. The fill test inspection was performed, the result was no blockage was found. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.